Event description:
Reporter noted corneal burn occurred during phaco; scleral graft. Sutures were required to close wound. Found a hole on the sleeve; replaced tip and sleeve to complete case. Pt reportedly recovering well.